Event description:
It was reported to philips that the system was unable to power on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to power on. Upon checking with the customer, quote for evaluation and repair service was sent to customer however the service is no longer required and quote cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.